Event description:
It was reported that one month post implant, the patient was hospitalized for chest pain. Ventricular perforation was diagnosed by a CT scan and echocardiography. A thoracotomy procedure was performed and the device was explanted.